Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung cancer while using the device. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported was being contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung cancer while using the device. Medical intervention was not specified. No additional information can be requested at this time. The device was evaluated by the manufacturer's product investigation laboratory (pil) and confirmed: blower enclosure contaminated with fine, black particulate along with what appears to be brown tarrish like material with an odor of tobacco/talc. Unit arrived at the pil/riql with an sd card and external battery pack. Furthermore, upon downloading the "significant event logs," from the unit, there are event log entries associated with this return (low inspiratory/flow issues.) Pil run-in and memory download of the unit confirms this also. There are mfts failed test steps that are expected due to unit disposition, equipment condition or use (firmware version, battery build dates, battery charging capacity.) However, there are also failed steps for most of the negative flow and pressure calibration steps. This failure mode is indicative of an occluded patient circuit path. Unit provides therapy, however there is evidence of particulates/contamination and significant occlusion caused from multiple sources (dirt, dust, dander, talc, and it has an odor of tobacco/tar/nicotine.) There also appears to be a fine black particulate in the impeller and blower housing cover. See the attached photographic addendum for further evidence/test data/values.